Event description:
A consumer reported experiencing slight irritation upon lens insertion, but continued to wear lenses. She removed lenses at about 12 o'clock due to eyes feeling scratchy and watery. Eyes felt painful. No improvement as of the next day, so she sought care from an eye care professional, who referred her to another ecp. Bilateral corneal burn with complete deepithelialization diagnosed. Treatment consisted of antibiotic and steroid drops with bandage contact lenses for comfort. Event noted as 98% resolved. No visual acuity information provided. The consumer reported having used aosept for a long time and rotates between 2 aocups because she has more than 1 pair of contact lenses. She believes the cup she used was less than 90 days old. No further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a significant epithelial loss." A manufacturing investigation is underway. Evaluation of returned complaint samples is in progress. If any abnormality is found, a follow up report will be provided.